Manufacturer narrative:
Data in section h6 have been corrected to match the evaluation findings.

Manufacturer narrative:
Device was returned on 16.11.2020 for investigation. Upon evaluation it could be confirmed that there is no error detected that may cause the issue.. The reported issue is potentially not caused by the device. No indication for a material or manufacturing related issue was found during the investigation.

Manufacturer narrative:
The device shows one of the jaws is broken off. The jaw is broken off near the hinge. The instrument was manufactured in 08-2007 and had been in use for approx. 13 years. The damage is most likely caused by repeated stress overload from handling or retracting heavy tissue; the instrument is designed to grasp bowel.

Event description:
Allegedly, per the customer while performing a repair of the ventral hernia with mesh, the tip of the grasper fell into the patient, it was successfully retrieved and the procedure was completed by switching to another grasper, there was no harm or impact to the patient.